Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured and was exhibiting increased impedance and threshold measurements and decreased sensing measurements. Additionally, there were 50 non-sustained ventricular tachycardia (nsvt) episodes with non physiologic noise on the egms. A lead revision was performed and the lead was removed from service and replaced. No adverse patient effects were reported.